Manufacturer narrative:
On 5/31/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral capsular contracture; baker grade unknown. Concomitant medical products: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with a 200cc mentor memorygel breast implant and was presented with bilateral capsular contracture; baker grade unknown. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s left-sided device.

Manufacturer narrative:
Per additional information received on february 9, 2023 and information verified on march 2, 2023, the following information has been updated on this form: - patient experienced unilateral right side capsular contracture; baker grade iii - corresponding codes des have been updated under section h this supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).